Event description:
It was reported that ten months and nineteen days post a port placement, the patient allegedly experienced pain and swelling in the subcutaneous tunnel area, so the administration was discontinued. It was further reported that a crack-like damage was found on the catheter. Furthermore, the port allegedly had a subcutaneous leakage. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted approximately 8.7cm from the cath-lock and a second partial circumferential break was noted 10.2cm from the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth on both regions. Upon infusion, leaks were observed from the partial circumferential breaks on the attached catheter was observed. Aspiration was attempted but was unsuccessful. Therefore the investigation is confirmed for the reported fracture and leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that ten months nineteen days post a port placement, the patient allegedly experienced pain and swelling in the subcutaneous tunnel area, so administration was discontinued. It was further reported that crack-like damage was found on the catheter. Reportedly, the port allegedly leaked and the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.